Event description:
The customer reported that the cine playback function displayed an all gray screen. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was reformatted. The system was then found to be operating as intended.